Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, when the physician bowed the device as an attempt to perform sphincterotomy, the cutting wire of the hydratome rx 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned hydratome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken and bent. Additionally, the working length was twisted. The device was observed under magnification and the cutting wire was broken and its ends were blackened. The dimensional and functional evaluation were not performed due to the condition of the cutting wire. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, blackened, and bent. Additionally, the working length was twisted. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused due to the manipulation of the device. It is possible that the factors encountered during the procedure, such as the interaction with another device and/or the manner that the device was handled, could have contributed to the reported event. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any anomalies or deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, when the physician bowed the device as an attempt to perform sphincterotomy, the cutting wire of the hydratome rx 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.